Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes that the irrigation difficulty event was confirmed as the analysis of the returned device found kinking of the flush lumen, which likely caused the flushing difficulties. Device technical analysis: the farwave catheter was received for analysis. Upon receipt at our post market quality assurance laboratory, the catheter was visually inspected with no outer abnormalities observed. The functional testing was performed and the guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The flow test was performed by flushing through the irrigation port. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was revealed there was a kink in the flush lumen. Based on the product analysis the reported allegation of difficult to irrigate was confirmed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. Boston scientific concluded the cause of cause traced to device design code was selected based on the allegation was able to be confirmed, the reported analysis of the returned device found kinking of the flush lumen, which likely caused the flushing difficulties.

Event description:
It was reported that during insertion for the farawave procedure for atrial fibrillation, the catheter was appropriately prepped but prior to advancing into faradrive, the catheter was not flushing. Troubleshooting of trying to flush in a variety of ways without success. The catheter was replaced to complete the procedure. No patient complications occurred.

Event description:
It was reported that during insertion for the farawave procedure for atrial fibrillation, the catheter was appropriately prepped but prior to advancing into faradrive, the catheter was not flushing. Troubleshooting of trying to flush in a variety of ways without success. The catheter was replaced to complete the procedure. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.